Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was displaying the "error 5" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at an unspecified time. The patient claimed he manages his diabetes with insulin. The following day, at an unspecified time, the patient stated he increased his dose of insulin (25 units). It is not known what type of insulin the patient takes. The patient indicated 24 hours after the alleged issue began, he developed symptoms of urination and felt levels were high. The patient however denied receiving any medical treatment. At the time of troubleshooting, the cca verified the patient had used the subject meter before, the strips were in good condition, and the patient's testing steps were correct. The alleged issue was not resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged error message and reportedly became hyperglycemic after the alleged meter issue began.